Event description:
A baxter engineer reported a pump with an unknown battery problem. It's unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary:the reported battery condition was confirmed. Inspection of the device at the customer's site in 2006 found that the pump's batteries were depleted and potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.